Manufacturer narrative:
The complaint was reported because leak test failed. The device was returned to olympus for inspection. The complaint was confirmed; the device has leak at the tube ,degradation problem identified. The most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited detached bending section and corrosion around lens. There was no patient involvement.